Event description:
The intellamap orion catheter was selected for use during the procedure to treat ventricular tachycardia. It was reported that during preparation fluid was leaking from the catheter's handle. No patient complications occurred. The procedure was completed by using a new device of the same model. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination revealed a kink at proximal section of the catheter shaft. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Deployment slider functioned properly, and the basket shape was formed. No abnormal resistance was felt when executing the steering mechanism and deployment system. The device was connected to a metriq pump and was programmed to of 0.5 - 5.0cc/min and the device was irrigated for 5 minutes without any errors or pump messages, nevertheless it was possible to observe a leak. The device was destructively analyzed and it was possible to locate the leak and it was at the same position of the proximal kink found on the catheter shaft.

Event description:
The intellamap orion catheter was selected for use during the procedure to treat ventricular tachycardia. It was reported that during preparation fluid was leaking from the catheter's handle. No patient complications occurred. The procedure was completed by using a new device of the same model. The device has been returned for analysis.